Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated device and a vela infrarenal aortic extension. Upon follow-up, computed tomography revealed an aneurysm sac growth and an type 3b endoleak in the distal aorta. The patient is scheduled for secondary procedure to have the original implant relined.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated device and a vela infrarenal aortic extension. Upon follow-up, computed tomography revealed an aneurysm sac growth and an type 3b endoleak in the distal aorta. The patient is scheduled for secondary procedure to have the original implant relined. Additional information received 4/12/2016: per phone call with rep on 1/26/2016 the patient had a secondary procedure with a bifurcated and suprarenal aortic extension. However, a cat scan was done after procedure and the endoleak 2 remained. Patient came in for a follow up (B)(6) and physician mentioned it is an endoleak 2 and possibly 3b. He then treated the patient with coiling and patient is doing well.